Event description:
The wound drain broke when removing the drain from the pt. The doctor was able to grasp and manually pull out the indwelling drain portion. No invasive procedure was required and no pt injury was reported.